Event description:
On (B) (6)2010, abbott point of care was contacted by a customer who reported the martel printer, for the 200 series I-stat 1 analyzer, caught on fire. The customer states they were using aa batteries and ac adaptor and printer caught fire. There was no report of any injury associated with the complaint.